Manufacturer narrative:
.

Event description:
According to the reporter: procedure: ladg - lap assisted distal gastrectomy. During use, the device tip broke and also charred the tissue a little bit. Cutting was difficult so another shears was used for the remainder of the procedure. No further patient or product issue was reported. Patient is okay.